Event description:
It was reported that the patient was taking tizanidine at the time of the event. They were still taking intravenous vancomycin and oral doxycycline. Perioperative antibiotics were administered orally and intravenously, and as of the day of the report the antibiotic treatment will be continued. The patient had swelling, drainage, and incisional wound opening. It was also reported that the patient¿s infection may have been diagnosed on (B)(6) 2014. The infection was present in the lumbar region and the device pocket, though the (B)(6)was noted to be systemic. The patient had a history of chronic infection, osteomyelitis, and corticosteroid use before the device was implanted. The logs also revealed a low reservoir alarm occurred on (B)(6) 2014, and an empty reservoir alarm occurred on (B)(6) 2014. The device was not to be accessed any further until the infection resolved. The device was programmed to minimum rate on (B)(4) 2014, and the patient did not have drug withdrawal. The event was ongoing as of (B)(6) 2014.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that there was infection; the patient had ¿(B)(6).¿ it was unknown when or where the ¿(B)(6)¿ began. The patient was on an antibiotic regimen for 6 weeks, under the treatment of an infectious disease physician. The patient was in for a refill on (B)(6) 2014, and the nurse noted that the patient¿s pocket was very puffy. Subsequently, the infectious disease physician was contacted, and the nurse was instructed not to access the pump as they thought it was likely that the ¿(B)(6)¿ was present in the patient¿s pump pocket. On that day, there was 2 ml left in the reservoir. The flow rate was 0.569 ml/d and the catheter volume was 0.108 ml (49 cm); it was calculated that it would take about 3.5 days for the pump to empty. The plan was to see the patient on (B)(6) 2014, to program the pump to a minimum rate mode, and likely to silence the critical alarm at that time. It was reported that they would not be able to refill the pump for at least another six weeks; they will wait for clearance from the infectious diseases physician to refill the pump. It was planned, as the pump would be running ¿empty for at least another 6 weeks,¿ that they would need to troubleshoot once the pump was able to be refilled again; they would check pump and catheter function at that time. The patient did not have any withdrawal symptoms, and the patient was managed with oral medications. On 2014-10-29, the patient¿s dilaudid (hydromorphone) 10 mg/ml dose was decreased from the old rate of 11.5 mg/d to ¿5.69/d.¿ on (B)(6) 2014, it was reported that the critical alarm was alarming appropriately due to reservoir volume. The pump was programmed to minimum rate, and the critical alarm silenced. The patient still had not had any withdrawal symptoms, and was reported as ¿fine.¿ the patient was treated with oral dilaudid and was to continue with IV (intravenous) antibiotics for the next 6 weeks, and then a determination would be made regarding the pump. The outcome remained in question regarding this event. Further follow-up is being conducted to obtain thi s information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID 8709sc, serial # (B)(4), implanted: (B)(6) 2011, product type catheter. (B)(4).